Event description:
Customer reports hemochron elite microcoagulation system was used by an employee and he received an electrical shock. The analyst was transferring files from the device and hit the start button. Every time he picked up the device he would get a small shock and then experienced a stronger shock and the instrument lost power. No medical treatment was administered. No report of serious injury.

Manufacturer narrative:
(B)(4). Method/result/conclusion: MFR/eval/investigation currently in process. Itc has requested all data required for form 3500a.